Manufacturer narrative:
Date of the event - (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pretty much right after the implantable neurostimulator (ins) was implanted, the patient started to experience intermittent therapy. Patient explained that they would go in to get their ins adjusted and in a month or so, his symptoms would return, so patient would need to go back and get adjusted again. Patient confirmed that they first noticed the issue in 2017. Patient added that his health care provider (hcp) kept cranking the power up more and more on the ins, noting that the ins is less than two years old and almost gone. Patient mentioned that they just had an MRI of the brain because the hcp is in the process of putting one in on the other side, and was checking where they will be positioning it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the device had never been intermittent, and has always worked full time. The ins was still implanted. It was programmed on high and the battery was low and needed replacing. The ins indicated 4.0 usage programming and 2.75 battery life.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported ¿4.25-4.00-2.73¿ my healthcare provider knows the settings. An appointme nt was scheduled for (B)(6) but replacement was delayed due to the current pandemic and scheduled ¿5-13.¿ no further complications were anticipated.